Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a fault code #13 (in-process bit timer manager interrupt freq. Fault) alarm and "electrical test failure #53" (shuttle transducer offset failure). The patient was switched ot another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative observed that the iabp was not sensing atmospheric pressure. He performed condensation removal procedure, replaced the filter tubing (part number 0008-00-0331) and the drive manifold (part number 0104-00-0018). The iabp was tested to factor specification. It functioned normally and was returned to the customer. Note that medwatch report 2249723-2013-00228, documenting a second event occurring on the same iabp, may be related to this event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).